Event description:
It was reported to philips that the system could not perform cine. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the non-emergency treatment was completed as planned after customer adjusted epx settings. A philips fse visited the site and confirmed that the customer had adjusted the epx settings. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.